Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the patient was experiencing high blood glucose levels up to 14.8 mmol/l (266.4 mg/dl). The patient lost consciousness and collapsed. Their son was present who helped them. The patient declined to provide any further information on the event. If additional information is received a supplemental report will be submitted.